Event description:
It was reported that the pt was implanted with the dynesis stabilization system in 2007. The pt recently find out she was allergic to nickel sulfat, phenylenedlamine, and ethylenediamine dihydrochloride. The pt reported having high heart rate, shortness of breath, and extensive facial swelling.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a.